Event description:
Adverse event: dissection. Time of adverse event: during the procedure. Device issue: none. It was reported that direct stenting (no predilatation) was performed and after deployment of the 2.75 x 18 rx zeta stent in the mid rca lesion a dissection was noted. A second zeta stent was used to treat the dissection. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.